Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the screen for the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the screen for the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, h2, h3, h6, h10. It was reported that the customer had not approved the po for getting to service the iabp unit. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event; however, the customer has not responded to our gfe attempts. Unrelated to this issue, a getinge field service engineer (fse) was dispatched to the site for a schedule preventive maintenance (pm), in which the fse successfully completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.